Event description:
Patient with a history of migraine headaches and tmj, presented to the physician with headaches 1 month post-implant procedure. Physician prescribed steroids. Patient presented back to the physician with continued headaches and pain with elevation of the head. Physician provided lidocaine. Patient expressed that the stimulation lead was tethering, felt tight, and attributed the lead to the headaches. Physician brought the patient into the or and provided additional slack to the stimulation lead. Patient presented back to the physician with continued headaches. Physician prescribed migraine medication, muscle relaxer, and referred the patient to a neurologist and tmj specialist.